Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 191020. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation. The retained samples were assembled with a bd emerald 2ml syringe following regular practices. The hub was positioned onto the syringe tip with a slightly rotational movement. None of the retained samples presented any signs of leakage or defect. Based on the investigative findings, an exact cause related to the manufacturing process could not be determined for this incident. Taking into account the provided feedback, we understand that a defective hub connection issue took place. This issue could have resulted from defective luer dimensions, damage to the syringe tip used, or from insufficient adjustment between the devices by the user. Based on the preventive measures in place, we believe it is unlikely that the needle was the cause of damage in this incident. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Investigation conclusion: since we were unable to duplicate or reproduce your indicated failure mode because no sample has been provided, and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time. Taking into account available information ¿then the liquid is ejected from the connection site¿ we understand a defective hub connection issue took place. Based on our experience, this issue could be probably because of a defective connectivity due to a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. On the other hand, we are certain that the probability of having some damaged needle causing detached in our product is very low based on the preventive measures, and our sampling inspection plan.

Event description:
It was reported that the needle 30gx1/2 in experienced leakage at the connection site. The following information was provided by the initial reporter: the physician found that the connection site between the injection needle and the syringe was blocked when trying to inject the liquid. Then the liquid is ejected from the connection site between the injection needle and the syringe and cannot be injected into the patient's eye.